Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked during infusion of pembrolizumab. The reporter stated that the set leaked where the drip chamber connects to the outgoing line. The line had a kink at the connection point. There was no patient injury or medical intervention associated with this event. No additional information is available.